Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and failed due to audio test failed. A global communication tool software test was performed and passed the vibration test, but failed the audio test. Manual "try it" testing was performed and passed the vibration test, but failed the audio test. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio intermittent tests were performed and failed due to no audio. Speaker resistance was measured and failed due to resistance was too high. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.